Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements during the implant procedure. The lead was repositioned several times but more acceptable values could not be obtained. Additionally, it was noted the pacing impedance measurements were higher than expected, and the helix had stopped operating properly. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.